Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called with blood glucose levels over 600 mg/dl. At the time of the call, the customer was experiencing ketones, shaking, muscle aches, nausea, thirst and dry heaves. The paramedics were called for the customer, and she was taken to the hospital for treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.